Event description:
Hole in tubing for ventilator on premi-baby in nicu. Respiratory therapist heard air leak, searched tubing, found leak and held it shut with her finger until another set of tubing could be used to replace it. No known injury to baby as caught quickly.